Event description:
It was reported that the patient underwent a spinal surgical procedure to treat a lumbar disc herniation at l4-5. The patient had x-rays before being discharged and it was found that the rod slipped. No revision surgery has been scheduled as of yet. No patient complications have been reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, a film was supplied for review. Single ap view of l4/5 tlif performed open. Rod on left appears long, extending 2 cm above rod on right. Rod still appears in contact with lower screw and crosslink has not migrated, however, quality of film is lacking and evaluation is inconclusive.